Event description:
It was reported that during a tooth extraction, the bur guard melted onto the nosecone of the handpiece. The patient received a minor burn to the lip which was treated with a cooling ointment. The procedure was completed with another handpiece.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The bearing was identified as the primary component associated with the alleged burn. The bearing was replaced and the handpiece was returned to the customer. According to the instructions for use, the customer is advised to return the handpiece for scheduled preventive maintenance or if there are signs of overheating. Failure to comply may result in patient and/or operating room staff injury and/or handpiece damage.